Event description:
Hospital reported on june 15, 1993, the ventilator in question stopped working on a pt on june 10 around 2 am, hospital also informed the pt was "bagged" and put on another ventilator, and no injury or harm happened to the pt. The distributor's technician found the ventilator's 5-volt power supply to be defective. This finding was confirmed by the mfg's technician on june 22, 1993, when the ventilator was repaired. No other information about the pt is available.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: other, power supply. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.